Event description:
Hold olympus medical systems corp. (Omsc) received a literature titled, "treatment with vonoprazan for 3 weeks is not inferior to 8 weeks for the management of gastric endoscopic submucosal dissection (esd):a multicenter noninferiority randomized study.". Abstract vonoprazan, a potassium-competitive acid blocker (vpz), significantly reduces postoperative bleeding after gastric esd; however, there is no consensus on the appropriate treatment duration. We conducted a randomized controlled study to demonstrate that the 3-week administration of vpz is not inferior to the 8-week administration for ulcer healing. Type of adverse events/number of patients: bleeding n=7. Patient identifiers: (B)(6) :kd-655l. (B)(6) :kd-611l. (B)(6) :fd-410lr. (B)(6) :wb991046 (esg-100). This report is for (B)(6).

Manufacturer narrative:
This device has not been returned for evaluation. Since the lot number/manufacturing number of the device used is unknown, the manufacturing records cannot be investigated, but olympus conducts inspections and only ships products that pass the inspections. Since there was no mention of a product-related defect in the literature, it is believed that this event was not caused by a defect in the product. It is not possible to identify the root cause of the reported event. Olympus will continue to monitor field performance for this device.